Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was bent along its length. The embolization coil was intact with its pusher assembly and had offset coil winds on the proximal end. The pusher assembly was unable to advance through the 0.0159¿ ring gauge due to the bends along its length. During functional testing, the smart coil was unable to advance through its introducer sheath due to the resistance from the offset coil winds. Conclusions: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may encountered. If the device is forcefully advanced against resistance, damages such as offset coil winds may occur. Further investigation revealed bends along the pusher assembly length. These damages were likely incidental and may have occurred while packaging the device for returned to penumbra. The root cause of the smart coil not be able to be advance from its initial position could not be determine. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using penumbra smart coils (smart coils). It was noted that the patient's anatomy was mildly tortuous. During the procedure, the physician successfully placed a smart coil in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil, the physician experienced resistance and the smart coil would not advance from its initial position inside of the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using two new smart coils. There was no report of an adverse effect to the patient.